Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer is using insulin and infusion set for longer than recommend by health care professional. Tandem customer technical support informed customer that using insulin and infusion set longer than recommended is off label per the user guide. Customer changed pump supplies to address the issue. Customers blood glucose (bg) was 211 - 387 mg/dl. Ultimately, customer went to the emergency room for elevated bg. Customer was given intravenous fluids of saline and insulin. Customer was released same day with the issue resolved and no permanent damage.